Event description:
It was reported that a trainer and the patient experienced an unresponsive ilet pump screen and were unable to unlock the device until the trainer restarted the pump using the ilet app, after which normal operation resumed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no alerts or alarms, and no hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that a device restart restored functionality and the pump could be unlocked without further issues. It was concluded that the device functioned as expected after restart and no further action was required.